Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. "The following devices were also listed in this report: restoration adm x3 ins 28/60; cat # 7236-2-860; lot # hy69dj modular dual mobility insert; cat # 626-00-54i; lot # 23478952 6.5mm low profile hex screw 60mm; cat # 7030-6560; lot # j3ra 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # gtza 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # nh7 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # mw4 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience."

Event description:
The following information was provided: right hip I&d with head/liner exchange. This was a stryker mdm in with a competitor stem/head. This was due to infection. First revision on (B)(6) 2026.